Manufacturer narrative:
The reported event of ineffective therapy could not be conclusively confirmed. As received, the penta lead was cut, consistent with explant damage. The paddle had multiple broken wires, that occurred while in vivo due to an overstress condition, but it is unknown if these electrodes were used by the patient since the as-received ipg battery was depleted, therefore, resulting in the program parameters being lost.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-18506. It was reported that the patient did not charge their ipg as recommended due to receiving ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted to address the issue.